Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no output (handpiece was not working when plugged in and the box showed red) was due to a faulty transducer; with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripter hand piece was not working, and the lithotripter box showed red. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotripter hand piece was not working, and the lithotripter box showed red. This event occurred during preparation for use of an unspecified procedure. There are no reports of patient harm.